Manufacturer narrative:
Additions: date of birth, sex, initial reporter name and address. The coronary occlusion will be captured with tvt. The bav catheter was not returned for evaluation; however, imaging was reviewed. Engineering review of imagery of the bav portion of the procedure showed the bav already inflated. No imagery was provided of the bav during inflation. Review of the imaging revealed that the distal portion of the balloon appears to have little or no contrast in comparison to the rest of the balloon, calcification of the right coronary cusp, the bav is aligned too far aortic, the pigtail catheter is in the right coronary cusp and the left and right coronary arteries are patent. The manufacturing process for the balloon catheters includes 100% multiple inspections for mechanical damages. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The irregular filling of the bav was noted on imaging, however, since the device was not returned, it was not possible to confirm whether a device non-conformance contributed to the complaint. Review of manufacturing mitigations supports that appropriate steps are taken to ensure that a device non-conformance is not present. Imagery review shows calcification in the right coronary cusp, near the irregularity observed. It is possible that this calcification impinged on the balloon during inflation and affected its shape. Procedural cine was submitted for review. The following observations and impression were made by an edwards physician proctor. Procedural cine: · calcified rcc · permanent pacing leads seen · patent coronary arteries · alignment of all 3 cusps · cine of bav shows bav already inflated, no images provided of bav inflation · bav done too aortic, angiogram with bav shows patient coronaries. Pig tail catheter located in the rcc during bav · the valve prior to deployment, appears slightly canted/not coaxial within annulus · top of valve deployed below l-main artery · valve deployed well, slow inflation, fully expanded · valve appears too large for annulus, covers entire sov · post valve deployment, left and right coronary arteries not seen with contrast injection impressions: coronary arteries are patent at the beginning of case from the root angiogram. First image of bav shows balloon already inflated and is slightly too aortic. The pig tail catheter in the right coronary cusp (rcc) during bav as contrast is injected. The right coronary artery (rca) and left coronary system seen during injection. The rca appears darker (better contrast flow) than left coronary system which may be due to pig tail catheter placement next to the ostium. The position of the pig tail may have affected the interpretation of the balloon sizing/coronary testing, since the proximity of the pig tail holes to both arteries. Three cusps aligned well prior to valve deployment. Valve looks slightly canted and not coaxial across annulus. Valve deployed a bit too aortic. Valve is fully expanded and appears too large for stj and sov. Post valve deployment, the angiogram shows no flow down right and left coronary arteries. The complaint was confirmed, but no manufacturing non-conformities were found noted during imaging review. Although a definitive root cause was not identified, in this case, available information suggests that patient factors (calcification at the right coronary cusp) and procedural factors (placement of the pigtail catheter during bav) may have contributed to the event. No labeling or IFU inadequacies have been identified. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
After implant of a 23 mm sapien 3 valve in the aortic position, coronary occlusion was observed. The patient expired.

Manufacturer narrative:
Product problem, description of event or problem, model number and type of reportable event corrected.

Event description:
During a balloon valvuloplasty (bav) , the balloon appeared ¿oddly shaped¿. The coronary occlusion is not related to the oddly shaped balloon. Engineering evaluation and imaging review/evaluation with an edwards proctor physician will be performed.